Manufacturer narrative:
Concomitant medical products: ddmb2d1, ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also reported atrial signals appear to be falling into the blanking period. The lead remains in use. No patient complications have been reported as a result of this event.